Manufacturer narrative:
No product return.

Event description:
It was reported that the patient presented to the emergency room with chest pains. The patient is known to suffer from twiddler's syndrome. Upon interrogation, the right atrial and right ventricular leads exhibited noise. There were no other electrical anomalies noted. Isometric testing was performed and noise could not be reproduced. No intervention was performed. The patient was in stable condition.